Event description:
It was reported by svc report that the fowler cylinder drifts down and the inside litter brackets were cracked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; litter support brackets.